Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached or missing sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2025. According to the patient, on (B)(6) 2025, the patient experienced pus, pain, discomfort, and inflammation. The patient consulted their healthcare provider, the doctor drained pus, disinfected, provided sterile coverage, and prescribed oral antibiotics (biocef 200mg 2x day for 1 week). The doctor drained pus through small hole from the insertion site, there was no surgical removal of wire. The patient was not sure if the wire was still in the skin. The patient was discharged the same day. At the time of the report the wound was still open, but inflammation was better. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.